Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-00278. It was reported the patient (B)(6) suddenly lost stimulation following a twisting movement. A diagnostic test revealed invalid impedance measurements for several lead contacts. New programs were provided to the patient utilizing the functioning contacts. Subsequent x-rays found that the lead had become disconnected from the ipg. Surgical intervention was undertaken at which time the connection was restored via the addition of new extensions. No products were explanted or replaced. Impedance issues are still present; however, the patient reports adequate therapy relief and coverage following the procedure.

Manufacturer narrative:
This device model is associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.